Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left common iliac artery. After a .035 non bsc guide wire was introduced into the aorta, a 8.0x40x75cm express® ld iliac / biliary stent was advanced over the wire. However, some resistance was encountered while getting the stent thru a 6r non bsc sheath. The stent was placed in the common iliac and it was noted that part of the stent was coming off from the balloon. The physician tried to pull the entire system out but the stent came completely off in the distal external iliac/common femoral artery. Subsequently, the physician removed the stent via a femoral cutdown approach. The physician successfully removed the stent and patched the artery shut. The stenting procedure was not completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received with the stent detached from the delivery system. A visual examination of the returned device confirmed that the balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the stent was crimped in the correct location during manufacturing. . A visual and microscopic examination of the stent confirmed a pronounced in bend in its centre. It was also noted that several of the struts across the length of the stent were raised, distorted and misaligned. The damage identified is consistent with the application of excessive force to the stent. The introducer sheath involved in the complaint incident was not received for analysis. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left common iliac artery. After a .035 non bsc guide wire was introduced into the aorta, a 8.0x40x75cm express ld iliac / biliary stent was advanced over the wire. However, some resistance was encountered while getting the stent thru a 6r non bsc sheath. The stent was placed in the common iliac and it was noted that part of the stent was coming off from the balloon. The physician tried to pull the entire system out but the stent came completely off in the distal external iliac/common femoral artery. Subsequently, the physician removed the stent via a femoral cutdown approach. The physician successfully removed the stent and patched the artery shut. The stenting procedure was not completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).